Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported renal dysfunction could not be conclusively determined through this evaluation. The account was unable to provide additional information as they did not have access to the patient records. The patient remained ongoing on (B)(6) until they passed away on (B)(6)2024 (MFR 2916596-2024-06527). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including renal dysfunction. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4 - patient weight is unknown. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had renal dysfunction and had 4 weeks of dialysis. Their maximum creatine was 4.86 mg/dl.